Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the procedure was successfully completed after restarting the system while using the same wired foot pedal. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the customer reported that the acquisition pedal was not functioning and the table base connection for the wired footswitch was checked and found to be intact. The issue was eventually resolved by rebooting the system after connecting the wired footswitch to the table. The system was subsequently returned to service in good working conditions. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the same wired foot pedal, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.